Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient (study:inspire-a, clinical ID: (B)(6) experienced an ischemic stroke. The patient was undergoing surgery for treatment of a saccular aneurysm of the middle cerebral artery bifurcation branch with a max diameter of 3.9mm and a 2.5mm neck diameter. It was reported that the index procedure was performed on (B)(6) 2019. The patient then experienced an ischemic stroke on (B)(6) 2020, and the site reported a casual relatedness to the pipeline device. The patient was hospitalized and treated with medication, and the reported adverse event resolved on the same day (B)(6) 2020). An mra diagnostic test performed on (B)(6) 2020 showed ischemic lesion, and the patient's hospitalization ended on (B)(6) 2020. No device malfunction was reported with the event.